Manufacturer narrative:
Additional information: g3, h6 (fdp and imf codes were updated) laparoscopic roux-en-y gastric bypass versus one anastomosis gastric bypass for revisional bariatric surgery: a propensity score matched study. Dr. Mohamed abdalla salman, 2024, bariatric surgical practice and patient care, 10.1089/bari.2023.0060, volume 19, number 4, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown), unknown-vloc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study reviewed 88 cases of failed primary restrictive procedures that subsequently were candidates for bariatric surgery revision between 2021 and 2023. Patients underwent either roux-en-y gastric bypass or one-anastomosis gastric bypass. Procedures were similar between the two groups: a ligasure was used for dissection and the endo gia was used to staple the stomach. Endo gia or vloc were used for anastomoses. Potential device related postoperative complications include anastomotic leakage, bleeding, and subphrenic collection. Laparoscopic roux-en-y gastric bypass versus one anastomosis gastric bypass for revisional bariatric surgery: a propensity score matched study. Dr. (B)(6) salman, 2024, bariatric surgical practice and patient care, 10.1089/bari.2023.0060.